Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. This device will not be returned to the MFR for eval (it was discarded by facility), therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The july 2007 15 month piccs, nonvalved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
In 2007, it was reported to boston scientific corp that a vaxcel PICC, which was implanted for therapeutic purposes in a patient, had cracked at the hub of the catheter. Three days later, follow up info received revealed that this crack was distal to the suture wing, therefore, making this event reportable. According to the user, it is suspected that the crack was related to an alcohol pad inadvertently left in the dressing. The product was replaced with another vaxcel PICC. There were no complications reported with this event.